Event description:
Paramedics transported a cardiac arrest pt, connected to the device, to the local hosp emergency department. According to the reporter, an emergency department nurse, in haste, grabbed the paddles from a paramedic, accidentally placed one of the paddles over an electrocardiogram lead, charged and discharged the device. The reporter further stated the paddles arced when the device was discharged and shocked the operator and some bystanders near the pt table. No adverse affects were reported as a result of the alleged maflfunction.